Event description:
An automated peritoneal dialysis (pd) experienced "infectious" peritonitis. The cause of peritonitis was unknown. On an unreported date, the patient was hospitalized and was treated with unspecified susceptible antimicrobial treatment (ongoing) for peritonitis. At the time of this report, the patient was recovering from the event. Pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
The peritonitis occurred on an unspecified date in aug 2022. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.